Manufacturer narrative:
The correlation to action #98586 could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action #98586. Locked down smartphone: phone_control_ios. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached greater than 400 mg/dl. The patient reported that they were not wearing a pod, at the time of this event, due to the field safety notice (fsn) issued by insulet. Symptoms reported include stroke and high blood glucose levels. The patient was treated with unspecified medications, scans, intravenous fluid and insulin. The patient was released on (B)(6) 2026.